Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.. FDA notified: the initial reporter also notified the FDA on 11/19/2018 via medwatch # mw5081525. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ syringe was found to have particulate matter that appeared to have adhered to the plunger, it then broke free and floated freely in the syringe.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: based on no sample, the investigation concluded bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a unspecified bd¿ syringe was found to have particulate matter that appeared to have adhered to the plunger, it then broke free and floated freely in the syringe.